Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet following light activity, paused the ilet, and ingested carbohydrate-containing beverages and protein; review of logs showed large meal boluses and the user requested a factory reset, and additional training was scheduled. Symptoms included lightheadedness, weakness, lethargy, and nausea. Outcomes included transient hypoglycemia with a documented nadir of 45 mg/dl, resolution with self-treatment, no ketone testing, no professional medical intervention, and stabilization of blood glucose. Investigation included troubleshooting and education. Investigation of this case revealed no alerts or alarms and no device performance anomaly identified; the cause of hypoglycemia remained unclear while the user was using a 23-inch teflon inset infusion set. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.